Manufacturer narrative:
The lens remains implanted. However, the doctor and patient are discussing whether or not to explant this lens. The serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. At the patient's 1 month post-operative visit, the patient complained of being moderately bothered by halos when driving and seeing distant sources of light clearly, being very bothered by glare with anything that requires looking at small items on high contrast surface, very bothered by starbursts with any bright source of light, a slight bother with low light vision, slightly bothered by streaks of light, slightly bothered by poor low light vision when reading the newspaper in the morning, and double/triple vision at a distance. These patient complaints significantly interfere with activities of daily life. Also, the patient's best corrected distance visual acuity (bcdva) was 20/16 in both eyes (ou). Additionally, at an unscheduled doctor''s visit on (B)(6) 2017, the patient expressed his interest in explanting the lenses due to continuing issues. The patient experienced slight bother with halos and starbursts, including poor low light vision when reading. Furthermore, the patient experienced moderate bother by glare with general vision outdoors or in brightly lit stores. The patient also complained of being very bothered by being sensitive to light, including continual double vision with nothing clearing in the distance. The patient''s bcdva at this visit was 20/15 in the right eye and 20/20 in the left eye. Reportedly, the lens in the left eye remains implanted and the doctor and patient are evaluating whether or not to explant the lens. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient''s left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Additional information received reported the initial implanted lens was a symfony intraocular lense. However a specific model was not yet provided. No additional information was provided. Brand name: tecnis symfony. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Upon receipt of additional information, it was learned this is an investigational device and is not same or similar to product distributed/sold in the united states, therefore a supplemental report is not required and no further information will be provided under this manufacturer report number. In the initial MDR PMA #(B)(4) was provided however this is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.